Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported a slight overcorrection in a patient's right eye post lasik. There are multiple reports for this facility. This report addresses the a female patient born in (B)(6) and other manufacturer reports will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Right eye was only affected.

Manufacturer narrative:
At the visit on site, the field service engineer verified the system according to company specifications. No abnormalities were found to have contributed to the reported event. Logfiles were reviewed. No contributing factors identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).